Event description:
The patient was revised because of pain, instability and poly wear of the insert.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided and no conclusions could be drawn based on the lack of the product to examine and insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.